Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, the patient was implanted with gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. On an unknown date, a follow-up computed tomography scan reportedly revealed the aneurysm had enlarged by approximately 5 mm. According to the report, the exam also showed that there was only minimal overlap (approx. 3-5 mm) between the trunk-ipsilateral component and the aortic extender component. It was unknown whether the trunk and aortic extender components were initially implanted with minimal overlap, or if the two components later became disconnected. No endoleak of any kind was reported. On (B)(6) 2018, the patient underwent a re-intervention procedure whereby two additional 28 mm excluder® aortic extender components were implanted to bridge the existing endoprostheses. It is unknown if the issue was resolved. The patient tolerated the procedure.

Manufacturer narrative:
Please note: manufacturer became aware of the event on february 16, 2018. Date of february 19, 2018 was entered in error on initial medwatch form.